Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable crpl3 c-reactive protein gen.3 results for one patient sample from a cobas 8000 c (701) module. The initial result was 2.48 mg/dl. The repeat results on the same analyzer were 0.43 mg/dl and 22.94 mg/dl. The sample was then tested on a cobas 6000 c (501) module and the result was 22.94 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 31939901. The expiration date was requested but was not provided.

Manufacturer narrative:
This issue has not reoccurred. The issue occurred using a pediatric sample with very low volume. The alarm trace shows several abnormal aspiration alarms. The investigation was unable to find a definitive root cause